Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("just had tubes done") and procedural pain ("still in pain/ vaginal hurts") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain (seriousness criterion medically significant), gastroenteritis ("gastroenteritis") and feeling abnormal ("stills feels "profanity""). The patient was treated with paracetamol (pain relief), surgery (bilateral salpingectomy) and spinal nerve block. Essure was removed. At the time of the report, the medical device removal, procedural pain and gastroenteritis outcome was unknown and the feeling abnormal had not resolved. The reporter considered feeling abnormal, gastroenteritis, medical device removal and procedural pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.